Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display. The customer¿s current blood glucose level was 340 mg/dl at time of incident and was treated with syringe. The customer stated that the insulin pump was turned off and they tried several batteries but it did not worked. It was reported that the troubleshooting was performed and the insulin pump did not turned on. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until replacement arrives. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No blank display noted.